Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer telephone number is (B)(6). A beckman coulter field service engineer was dispatched to assess system performance. Fse performed an inspection. Fse found glucose running high on patient samples. Glucose qc (quality control) was over range at level 1 and level 3. The fse carried out the following troubleshooting: replaced degasser module degasser. Washed syringe case and rod, and sample syringe and its casing. Decontaminated instrument with chlorine tablet replaced sample syringe dispenser. System performance was verified, rb(reagent blank), calibration, and qc: all tests fell within range. No further issues were reported. In conclusion, the cause of the event is a hardware malfunction.

Event description:
The customer reported obtaining ongoing false high glucose patient results on their au681-10e chemistry analyzer system. The erroneous high glucose results were sent to an alternate laboratory to be run and verified. Once the results were verified they were released. There was no impact to patient treatment in connection to event.